Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after firing during video assisted thoracoscopic surgery lobectomy, when the surgeon made its neutral position, it moved very stiff. The surgeon finished the procedure step with spending more time than normal. Jaw was going to neutral position very slowly. There was no patient injury.